Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, evidence of bio-burden was observed indicating procedural use. The lower jaw was separated from the lower over mold. The device inspection indicated that a portion of the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: grasping on to too much or inappropriate tissue or staples. Device damage to mechanisms during use; over mold separation. The instructions for use (IFU) state: in minimally invasive surgery, inspect the outer surfaces of the instrument before insertion through the cannula to ensure that there are no rough or sharp edges that could damage tissue. Remove instrument from tray by firmly pulling on the handle. Do not pull on the instrument jaws or cable. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device and/or injury to the patient. Close jaws using device lever before insertion/extraction in the trocar. Notice ¿ do not turn the rotation wheel when the lever is latched. Product damage may occur. Notice ¿ do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Do not attempt to clean the instrument jaws by activating the instrument on wet gauze. Product damage may occur. Do not clean the instrument jaws with a scratch pad or other abrasives. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the pad separated during dissection of tissue. As reported, the device was replaced with a device reprocessed by stryker. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.